Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) was confirmed. As received, the battery pack was unable to charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a battery was unable to charge.